Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) . Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on june 6, 2023, that an ultraflex tracheobronchial covered distal release stent was to be implanted in the left principal bronchus to treat a leak during an airway angiography and stent placement procedure performed on (B)(6) 2023. There was malignancy at the intended anatomy and was dilated prior to stent placement. During the procedure, the stent could not be deployed as expected despite pulling the deployment suture multiple times. The stent was removed from the patient partially deployed on the delivery system. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no reported patient complications as a result of this event. The patient's condition following the procedure was reported to be stable. Note: a photo of the complaint device was provided by the complainant and showed the stent was inside the patient. Per media inspection, the stent was observed to be deformed. It was reported that the ultraflex tracheobronchial covered distal stent was to be implanted to treat a lea k in the left principal bronchus. Per the instructions for use (IFU), "the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." The stent is not indicated to treat a leak in the left principal bronchus.